Event description:
It was reported that, during implantation surgery on (B)(6), 2011, the intra-operative measurements showed several electrode channels in status hi. On applying saline solution over the ground electrode the results did not change. The surgical wound was sutured. The patient was re-implanted afterwards, in the same surgery.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.